Event description:
Consumer reported that he applied product to callouses on his foot. He alleged that the skin on the bottom of his foot began to peel and that his toes, foot and leg began to swell. He went to his dr who admitted him to the hosp with acute cellulitis. Consumer stated that he rec'd intravenous antibiotics for two days. Upon discharge, he was given augmentin 500 mg and told to use warm compresses on the foot for 1/2 hour 3 times a day.